Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient stated that he received an erroneous result when testing with coaguchek xs meter serial number (B)(4). At 12:00 p.m., a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.9 inr. The laboratory value was believed to be accurate. At 1:41 p.m., a sample from the patient was tested using the meter, resulting with a value of 4.0 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter result. The patient's current condition is stable. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is twice per week. The patient is not anemic and does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient has not had changes in coumadin medication, no new medications, no diet changes, no illnesses, and no unusual bleeding or bruising. The patient did not have a special or unusual diet. The patient's product was requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.